Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) episode. Technical services (ts) reviewed and noted that the sam episode was due to a low out of range pacing impedance measurement on the atrial channel. This device remains in service. No adverse patient effects were reported.